Event description:
Valiant captiva stent grafts were implanted during the endovascular interventions for stanford type a aortic dissection on unknown dates. The following adverse events were reported; unknown endoleak. The cause of the endoleaks are undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; systematic review and meta-analysis of endovascular interventions for stanford type a aortic dissection freitas et al, journal of vascular surgery volume 74, issue 5, p1721-1731 https://doi.org/10.1016/j.jvs.2021.01.054 mean age, mean gender, exact date of implant unknown . If information is provided in the future, a supplemental report will be issued.